Event description:
It was reported that there was a burning sensation around the stimulator. Diagnostic was difficulties to feel pins and needles (par esthesia, therapeutic effect) in the dorsal territory especially when initiating the stimulation. A new adjustment was done, reprogramming was done on (B)(6) 2014. The event was recovered on (B)(6) 2014, with other therapeutic actions planned. Patient¿s status was alive with injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the patient was knocked over by a car. Additionaly the paresthesia was present even if the stimulator was off. They indicated the paresthesia was due to the scar, there was no more paresthesia after complete healing.

Manufacturer narrative:
Product ID: 3982a, serial# unknown, product type: lead. (B)(4).